Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician questioned why the battery longevity of the implantable pulse generator (ipg) was lower than expected. The ipg remains in use. No patient complications have been reported as a result of this event.